Event description:
It was reported that an acculink stent was implanted in a de novo, 90% stenosed, none-mildly calcified, left internal carotid artery, and post-procedure, the next day, the patient experienced hypotension with the blood pressures in the 70-80's range. The patient's hypertensive medication, metoprolol, was held and the patient was discharged home the same day. The patient's blood pressure returned to normal on (B)(6) 2013 at a clinic visit. On (B)(6) 2013, at a 30 day follow-up visit, the patient was hypertensive with blood pressures of 162/84 (left side) and 158/80 (right side). The patient was re-started on the routine hypertensive medication, metoprolol on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.